Event description:
Baxter sales representative informed by customer of leaking by the male luer lock adaptor on this set. The set was connected to an angio catheter and tape was on the set when leaking occurred. Customer has had two occurrences of this issue. No patient injury or medical intervention has been reported at this time. Nurse had replaced patients IV set to continue treatment. No additional information is available at this time.